Event description:
It was reported that the during the past week the pt reported having interruptions to sound. Exchanging the external equipment did not improve the situation. Since 2005, the pt has not been able to tolerate the speech processor as the sound was too loud. Testing confirmed that the device has malfunctioned.